Manufacturer narrative:
Testing and investigation found no evidence of charring or burn damage externally or internally to the device. However a burnt odor was noted. Further testing found a spot of dark contamination on the upper side of the (B)(4) printed circuit board covering some of the pins of connector j5. The probable cause was due to fluid spillage; the fluid spillage entered into the device through the case seal below carry handle causing a short circuited in the (B)(4) printed circuit board. The short circuit produced the burn smell, and corrupted the configuration setting of the board. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility, the device wireless card and the casing inside the pump were burnt. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.